Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. The insulin pump kept giving them a no delivery alarm but then it delivered their basal rates. They had been treating their high blood glucose with the insulin pump. The customer¿s blood glucose at the time of admission was 697 mg/dl. They were treated with insulin drip and was given regular insulin of 30 units with each meal. They were wearing the insulin pump at the time of hospitalization. Troubleshooting was performed. The settings were programmed accurately. It was also noted that the device had multiple auto off alarms. It was explained that the device was working as expected. The device will not be returned for analysis.